Event description:
During post-operative discharge (pod) in our cardiac care unit, the nurse (rn) removed from the patient a set of multifunctional defibrillator therapy pads. Upon removal the rn noted moderate to severe blistering and weeping on both the right and left mid axillary where the therapy pads were attached. These were radiolucent therapy pads which were attached to the patient two days prior during a cardiac surgical procedure. The patient was intra-operatively defibrillated during the procedure and the pads remaining on the patient post-surgery until removal approximately 48 hours later. Gauze dressing was applied and wound care consult requested. Discarded therapy electrodes not saved for evaluation. Risk report submitted and biomedical defibrillator performance test requested. Biomedical issued an equivalent set of therapy pads for evaluation and review.======================manufacturer response for multi-function radiolucent defibrillator electrodes, pro-padz (per site reporter).======================manufacturer to follow up. Biomedical to return sample therapy electrode from same batch for evaluation. Manufacturer representative provided with de-identified (no patient identification) photo of wound to evaluate.what was the original intended procedure?defibrillation monitoring and therapy electrode placement.device #1is this a laboratory device or laboratory test?no.